Event description:
A (B)(6) customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell on the homechoice. The home patient (hp) was connected at the time of the alarm and did not disconnect at any time prior to the event. It was reported that the bag fell and disconnected from the spike. The hp did not reconnect. The hp was advised to start over therapy using new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR. This complaint for a system error 2240 (air in set) that occurred during dwell was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).